Event description:
Customer reported the system will not boot. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reloaded the software and replaced the video control cable. System operates as intended.